Event description:
It was reported by service report that the stretcher would not pump up correctly. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Pump pedal weldment.